Event description:
Medtronic received a report that imaging crf indicated expansion of the index of infarct following a procedure involving a react 71 catheter. The patient's pre-procedure nihss score was 40. The access vessel was the femoral artery. Additional information received reported that the site reported the patient is recovering/resolving. Per crf the patient was treated with an unspecified surgical procedure. The event corresponds to (B)(6).

Manufacturer narrative:
While the physician and facility were reported to be in (B)(6) it was reported the event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.